Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menstruation irregular ("irregular bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, menstruation irregular and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menstruation irregular ("irregular bleeding") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, menstruation irregular and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstruation irregular and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.